Event description:
It was reported that the gastrointestinal videoscope exhibited a noisy image. The reported issue occurred during service/maintenance and there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported issue was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to a faulty ultrasound plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.